Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 1, 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the power issue with the meter started at 11am on (B)(6) 2016, when the meter would not turn on when a test strip was inserted. The patient manages his diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to his usual diabetes management routine as a result of the alleged issue. She reported that ¿a couple hours¿ after the start of the issue, the patient developed symptoms of ¿shaky¿. The reporter denied that the patient had received any treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca established that the patient was using the correct test strips and the meter turned on when a test strip was inserted per owner¿s manual and when the power button was pressed. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged power issue began.